Manufacturer narrative:
This report is submitted on august 11, 2017, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss (date not reported). Revision surgery is planned; however, has yet to occur as of the date of this report.